Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Per indicated: fracture. Hex driver 2.5 broke at about 40n of embedding torque. Continuing termination with other instruments. No health hazard. There is a request for a survey response, such as that there was no problem with strength. Symptoms as a result of the event: none. Surgical/medical intervention required for permanent damage: no. Additional appointment required: no. Was the procedure completed using another implant or another device? Yes. Tooth site # 30.

Manufacturer narrative:
Zimvie received one (1) rhd2.5, (retaining 2.5mm hex drive r latchlock) for evaluation. Visual evaluation of the as returned device identified the driver with signs of use. The driver's iso latch was fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the rhd2.5 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: "fracture". The customer did not submit images for the reported event. IFU review: documents reviewed: zimmer® instrument kit system, zimmer dental single patient drills, dríva¿ drills, and tools - 8874 rev. 6 - 10/22. Information identified: "precautions" page 3. Per the applicable IFU, it is stated that reusable surgical instruments are susceptible to damage and wear and should be inspected and cleaned before each use. The number of uses per drill will vary and depends on a variety of factors including bone density encountered, proper handling and cleaning. A definitive root cause could not be determined. However, based on the investigation, the reported event might have occurred following excessive torque application. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.